Manufacturer narrative:
Follow-up #1 date of submission 03/04/2016-product analysis:the device was returned and evaluated by product analysis on 02/24/2016 with the following findings:investigation revealed the display screen was discolored; the screen was found to be legible. Review of the pump¿s black box revealed the total daily dose delivery history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. No power issues were observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was above 600 mg/dl with vomiting, blurred vision, and large ketones. The reporter noted the patient was hospitalized and treated with insulin via injection, insulin via pump therapy, intravenous fluids, and antibiotics for an insertion site infection; they resumed pump therapy; and the pump's settings were not recently changed. During troubleshooting, it was reported that the display was dim and discolored. This complaint is being reported because the reported health event was attributed to a device issue.